Event description:
It was reported that patient experienced unspecified issues with a previous ams ultrex penile prosthesis. A new inflatable penile prosthesis (ipp) was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.